Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that after being on cardiopulmonary bypass for 15-20 minutes, the oxygenation and co2 removal in the oxygenator decreased. The product was not changed out. There was no harm to patient. Surgery was completed successfully.